Manufacturer narrative:
Investigation summary: sample evaluation: ten loose 10ml assembled syringe was received by bd canaan and reported to be from batch # 6327812. The sample was visually evaluated. Nine syringes were found to have missing print located between the 5ml and 7ml opposite the scale numbers. The missing print impacted less than 50% of any one item. One syringe was found to have missing print between the 6ml and 7ml affecting the 7ml marking. The missing print observed was less than 50% of any one item. All samples evaluated were considered acceptable for missing print because less than 50% of any one printed item was affected. DHR review for batch 6327812: manufacturing date: 12/06/2016 to 12/08/2016. Batch quantity was (B)(4). Batch assembly and marking records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6327812 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 6351711: manufacturing date: 12/18/2016 to 12/19/2016. Batch quantity was (B)(4) batch assembly and marking records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6351711 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: the device was confirmed for missing print. The missing print observed was less than 50% of any one item. All samples evaluated were considered acceptable for missing print because less than 50% of any one printed item was affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6327812. Medical device expiration date: 2021-11-30. Device manufacture date: 2016-11-22. Medical device lot #: 6351711. Medical device expiration date: 2021-12-31. Device manufacture date: 2016-12-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in a bd luer-lok¿ tip syringe. This was observed before use and there was no report of injury or medical interventions.